Event description:
Consumer complaint of low blood results. Customer states that her blood result since using this meter are extremely low. Customer her expected range is 120-150mg/dl. Verified the strips expire on 03/31/2015. Checked memory for previous results: (B)(6), 8:49am, 97; (B)(6), 12:38pm, 79; (B)(6), 12:12pm, 97; (B)(6), 10:08pm, 112; (B)(6), 5:19pm, 100; (B)(6), 8:15am, 124; (B)(6), 10:43pm, 81. Customer ran back to back blood test, 151mg/dl and 160mg/dl. Based on the customers expected results (150) and the lowest result in memory (79), the complaint is reportable (zone b/c). No adverse event reported.

Manufacturer narrative:
Product not returned for eval. Internal report # (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: user had an inaccurate reference.